Event description:
It was reported that during the pre-use check, the cuff was unable to be deflated. No patient injury reported.

Manufacturer narrative:
Operator of device serial number/lot number is unknown, no product information has been provided to date. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H10: a device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample and two photos were received for evaluation. Functional testing found leakage was detected between the check valve and pilot balloon. The root cause of the reported issue was found to be not enough solvent at joint. Customer complaint notification was performed on (B)(6) 2022 to production personnel as awareness to failure mode reported. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Manufacturer narrative:
Other text: the lot number was provided. (Updated d4 and h4). H6: event problem and evaluation codes: update not required.